Event description:
The customer reported a vent inop condition, spi bus failure. No patient involvement.

Manufacturer narrative:
Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).